Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filters turn black and also alleged of burning nose. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filters turn black and also alleged of burning nose. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found indeterminate black, brown and white particles as well as hair-like objects in the top of blower box cover, air inlet of blower box and inside bottom enclosure. The manufacturer also found evidence of white dust-like contaminants, black residue consistent with keratin and gold glitter-like object in the top of blower box, inside blower, outlet of blower box, blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with indeterminate black, brown and white particles, dust, keratin and gold glitter-like object, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.